Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being used. The root cause was determined to be misaligned blower module, which was replaced and the system then brought back to operation as intended. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
The report from hospital say: at 15:30 on oct. 14, the ventilator which was being used for the patient with severe pneumonia alarmed. Then the patient's spo2 decreased and then the breathing and heart rate were abnormal. It could not be explained by the parameters set previously or the patient's compliance. The ventilator was immediately suspended from use and the patient was given breathing bag-assisted ventilation while a standby ventilator was invoked to assist the patient in breathing. Upon examination, the defective ventilator could not pass leakproofness. Repair was reported (repair by the manufacturer). Hamilton-c1 made in feb. 20, 2020